Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A customer reported a higher sensor reading of 130 mg/dl on the adc device compared with the reading of 29 mg/dl from a competitor's device. The customer noted a horizontal trend arrow, which indicates glucose is changing slowly (less than 1 mg/dl per minute). The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. The customer experienced trembling, blurred vision, dizziness and self-managed to treat with glucose and water for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.